Event description:
Customer stated: "this incident involves a reported discrepancy between the volume programmed and volume infused from the pump. There was no reported injury to the pt. The device has passed all verification testing. At this point, I want to determine if user error was a factor during programming of pt therapy." Pump was programmed to administer half the dose of antibiotic (premixed levaquin 500mg/100ml bag). Programming was for 50mls, giving pt 250mg, but when checked by the nurse at 2400 the bag was empty and the full dose of antibiotic was administered. The rn confirmed IV pump was programmed correctly. There was no report of medical intervention. Although requested, no other info has been provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.